Manufacturer narrative:
Patient data is not currently available.

Event description:
The hospital reported the unit was giving an erratic tidal volume. The hospital alleges the patient's oxygen saturation dropped. The unit was reportedly replaced, and the oxygen saturation level increased. There was no reported patient injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.